Manufacturer narrative:
There were no issues observed with chol2 quality controls. Upon review of the logfiles, there were no relevant messages around the time of the event. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of questionable chol2 cholesterol gen.2 (chol2) results for 2 patient samples tested on a cobas integra 400 plus. Patient 1 initial chol2 result was 10.56 mmol/l. The sample was retested on (B)(6) 2018 with a chol2 result of 5.51 mmol/l. For patient 2, on (B)(6) 2018, the initial chol2 result was 2.80 mmol/l. The sample was retested on (B)(6) 2018 with a chol2 result of 5.12 mmol/l the erroneous results were not released outside of the laboratory. There was no allegation of an adverse event. The chol2 reagent lot was 28696001 with an expiration date that was requested but not provided. The customer stated that the quality of the patient samples are good and their qc results are okay. The customer said that they have been repeating all of their chol2 samples with no further issues observed. The customer has performed precision testing with acceptable results. The customer has also done comparison testing for chol2 patient results with another laboratory and the comparison results have been acceptable. The customer has stated that the instrument is currently working and is having no further issues. The investigation is currently ongoing.